Event description:
It was reported that during the procedure, a 3.0x23 xience v rx stent delivery system (sds) was advanced toward a heavily calcified, 99% stenosed, de novo lesion in the moderately tortuous proximal left anterior descending coronary artery, but was unable to cross the lesion due to patient anatomy. A 2.75x23 xience v rx sds was able to cross and complete the procedure, resulting in 0% stenosis post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the device with its hypotube shaft separated. Additional information received indicated that the correct complaint device had been returned and the hypotube shaft had separated during advancement in the anatomy with force applied during the attempt to cross. The separated sds piece was simply able to be withdrawn from the anatomy without resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.